Manufacturer narrative:
The event occurred in hong kong during patient treatment. It was reported that the rotaflow console (rfc) shut down unintentionally while being used in battery mode. After reconnecting the rotaflow to an ac power outlet treatment was continued as intended, with no consequences to the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console serial# (B)(6). The technician was unable to reproduce the reported failure, and after passing all functional and safety tests the device was returned to the customer for clinical use. No parts were replaced. Based on these investigation results the reported failure "battery failure" could not be confirmed. However, the failure mode "battery failure" can be linked to the following most probable root causes according to the rotaflow risk management file: * defect batteries. * power supply board failure. * software error. * user forgot recharge. * defect of charger unit. A review of non-conformities was performed on 2023-08-04, and during the time from 2016-11-07 to 2023-08-04 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2016-11-07. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in hong kong during patient treatment. It was reported that the rotaflow unintentionally shut down during treatment. After connecting the rotaflow to ac power, the device could be powered on again and treatment continued as intended. No harm to any person has been reported. Complaint ID (B)(4).